Event description:
It was reported that there was a loss of proper brake function and the fuse and power inlet needed to be replaced. There was no pt involvement or any adverse consequence.

Manufacturer narrative:
Power inlet.